Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states when the chair was received, the van seat post was bent,